Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by cloudy effluent. The cause of the event was not reported. The patient was hospitalized and treated with an unspecified oral drug, an unspecified drug infusion and an unspecified drug (intraperitoneal) for the peritonitis event. At the time of this report, the patient was still in the hospital and has not recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.